Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via vigilance report to ansm that upon receipt of rapicide pa high-level disinfectant an employee observed a leak from the packaging. The liquid spread out onto the floor and "strong fumes" were noted. No report of injury.

Manufacturer narrative:
Through follow-up, user facility personnel stated that a loose cap on rapicide part b was noted which may have caused leaking during delivery. The device subject of the event was not returned for evaluation. As the device is not available for evaluation, a root cause of the reported event cannot be determined. Steris inspected the retains of the lot number subject of this event and confirmed there was no evidence of damage or issues noted. Additionally, the device history record (DHR) was reviewed, and no abnormalities were found.